Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is completed.

Event description:
It was reported that the collet left a black mark on the pt. Additional info on this event was requested from the account on (B)(6).